Manufacturer narrative:
A2) patient age - average patient age: mean age 71 years a3a) patient sex - sex of majority of patients involved: 772.% men a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from spain, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection and perforation are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 10mar2025) ¿rotational atherectomy, lithotripsy, or laser for calcified coronary stenosis. The roller coastr-epic22 trial¿. The study retrospectively aimed to compare rotational atherectomy (ra), excimer laser coronary angioplasty (elca), and intravascular lithotripsy (ivl) for the treatment of patients with calcified coronary stenosis. A total of 171 patients were enrolled in the study between (B)(6) 2019 and (B)(6) 2023. All lesions were sequentially treated by excimer laser coronary angioplasty (spectranetics elca laser atherectomy catheters), rotational atherectomy (boston scientific rotapro system), and intravascular lithotripsy (shockwave medical intravascular lithotripsy). Procedural complications included 2 coronary perforations, 9 dissections involving the media, 1 dissection type a, 1 dissection type b, and 1 dissection type c. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 10mar2025 has been used, the date of publication. Jurado-roman a_2025_rotational atherectomy, lithotripsy, or laser for calcified coronary stenosis the roller coastr-epic22 trial. Jacc: cardiovascular interventions vol. 18, no. 5, 2025. Https://doi.org/10.1016/j.jcin.2024.11.012. This report captures the 12 dissections and 2 perforations after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.